Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was not receiving effective therapy due to high impedances and unable to set ipg to MRI mode. Surgical intervention may be pending to address the issue.